Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing is anticipated but has not yet begun. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device (extraction balloon) was placed in the scope and inflated during an endoscopic retrograde cholangiopancreatography (ercp) procedure. After that, the balloon would not deflate. The physician removed the scope completely in order to burst the balloon and remove it from the scope. The intended procedure was completed with another balloon. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The balloon was found to be torn however no abnormalities were found on the feeding port or the insertion portion. Air was injected through the air feeding port without any issue. A review of the device history record found no deviations that could have caused or contributed to reported balloon which failed to deflate. The investigation did not establish the root cause of this problem. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿·before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection-control risk, cause tissue irritation, perforation, bleeding, or mucous membrane damage and may result in more severe equipment damage. ·inflate the balloon only with air. Inflation with anything other than air may hinder expansion and contraction of the balloon. ·if it is difficult to pull the plunger of the premeasured syringe when deflating the balloon, detach the premeasured syringe from the air-feeding port.¿ olympus will continue to monitor field performance for this device.